Event description:
It was reported that intermittent occlusions occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin use. Assistance was not necessary as there were no frequent or recurring occlusion issues, allowing the case to be closed.